Event description:
It was reported that the fowler was stuck in position. No adverse consequence was alleged.

Manufacturer narrative:
After investigation, the most probable cause to explain this condition is that the fowler experienced a load above specification, such as someone standing on it, causing the fowler cylinder to push out against the bracket eventually bending the assembly and breaking two of the welds on the bracket.